Event description:
Cardiologist inserted balloon with some difficulty. When dr was unable to aspirate through central line. Inserted new balloon with no difficulty. Aspiration was easy. Inserted in femoral artery right leg. Pt underwent CABG.